Event description:
It was reported that an ilet pump experienced consecutive motor stalls after a restart and could not proceed due to no supplies detected in the pump, and the device was determined to require replacement with functionality in question and loss of water resistance; the user was advised to maintain backup therapy and to sync data to the mobile app prior to shutdown. Symptoms included no delivery due to stalled motor. Outcomes included interruption of insulin therapy requiring device replacement and return of the original unit for evaluation. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.